Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery three times while attempting to deliver a bolus. The customer's blood glucose level was high and was hospitalized due to blood glucose issues and an infection. Customer's blood glucose level was 439 mg/dl. When she removed the site, blood was coming out. The customer was on blood thinners. The device was not returned.